Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. The device was returned. The investigation is confirmed for a dislodged stent. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit.

Event description:
It was reported that two balloon expandable stents dislodged from the balloon as it was being advanced into the sheath. The devices were retracted from the sheath without incident. Another balloon expandable stent was used to perform the procedure. There was no pt involvement.